Event description:
Same case as MDR#6000089-2007-00624. It was reported that one day post a coronary drug eluting stenting treatment procedure, thrombosis and death occured. The physician placed a 3.00x28mm taxus express2 drug eluting stent in the right coronary artery (rca) to treat an 80% stenosis. The physician placed a 3.00x20mm taxus express2 drug eluting stent in the proximal left anterior descending (lad) to treat an 80% stenosis. A 2.5x12mm non-bsc bare metal stent was implanted in the 1st diagonal to treat a 90% stenosis. One day later, the patient presented with chest pain, difficulty breathing, and EKG changes. All three stents showed thrombosis. The patient was taken to surgery and expired. The patient was on plavix at the time of the event. The cause of death and the relationship to the device is unknown. No further information was available.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.